Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was unknown and displayed as "high." The customer planned to reach out to a healthcare provider for backup therapy and intended to go home to get the charger for bolusing. No assistance from a third party was required. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump